Manufacturer narrative:
Evaluation summary: the device evaluation was completed and failure code 570:320:844:000 (in event history), found to be due to a damaged battery condition, was confirmed. Service installed new batteries and tested the device. A review of the complaint history revealed similar reports have been received for this product and the reported issue. This issue is being investigated under CAPA.

Event description:
The device was received for service. During service testing, failure code was found in the event history. According to the hospital representative, there was no patient injury or medical intervention reported. No additional information was provided.